Event description:
2 of 4 reports. Other mfg report numbers: 3013886523-2024-00082, 3013886523-2024-00084, 3013886523-2024-00085. A facility reported a certas valve seems to adjust spontaneously. Patient was hospitalized with under-drainage/hydrocephalus symptoms. The valve was reprogrammed four times within 24 hours. It has moved from level 7 to level 8. The patient had symptoms that then returned to normal. They will check at the next opportunity, whether the child has contact with a cell phone or other magnets. The valve remains implanted. No MRI has been performed, change of setting is spontaneous. Private mris are unknown.

Manufacturer narrative:
Certas valve was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.